Event description:
A us distributor reported that a patient was experiencing service code 176 and add gel / replace belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel / replace belt messages and code 176) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The dn to rear cable was severed from the dn housing. The root cause for the severed cable could not be positively identified. There was no adverse event that resulted from the damaged belt.